Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss, power loss alarm. Battery failed alarm, pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that insulin pump had unexpected battery power loss alarm and failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.